Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a gastrointestinal (gi) bleed on (B)(6) 2017. The patient¿s inr was 1.8 and hemoglobin was 6.9 g/dl. An endoscopy was performed, and no active source of bleeding was found. The patient was transfused 2 units of packed red blood cells and was discharged to home on an unspecified date. Post-discharge, it was reported that the patient experienced a syncopal episode and twisted an ankle. Upon admission on the patient was diagnosed with gi bleeding. The patient¿s inr was 2.4. On (B)(6) 2017, a gi endoscopy was performed to locate the source of the bleed. The results of the test were not provided. No additional information has been provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2017 for gi bleed, mechanical fall, and fracture of the left ankle. A cecal ulcer consistent with ischemia was found at the time of the admission.